Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lee h., tan c.,(1997), modified bankart reconstruction for recurrent anterior shoulder dislocation-using mitek gii suture anchors, journal of surgical association roc, vol. 30 no. 3, pages 186-193 (taiwan). This study emphasizes to describe and evaluate the results of a modified of the anterior capsulolabral reconstruction that consists of a horizontal capsulotomy and fixation with mitek gii suture anchors. The patients evaluated on course of this study: between 1993-1995, a total of 23 consecutive cases all male with an average age of 20.6 years (range: 19-22) with recurrent shoulder dislocation with no previous surgery of the modified anterior capsulolabral reconstruction were included in the study. A modified anterior capsulolabral reconstruction fixed with mitek gii suture anchors was done.the mean follow-up was 18.7 months (range: 9-32). The following complications were reported as follows: two patients had fair scores according to modified rolvc scale. In those two fair cases, one was on account of painful limitation in overhead work due to intolerance to pain and fail to cooperate with the rehabilitalive programs; another suffered a superficial wound infection but was soon under control. This report is for an unknown mitek gii suture anchors. A copy of this literature article is attached to this medwatch report.